Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, the cause is presumed as follows. The user dropped an object on the lid. When closing the lid, there was an action of pressing in more than necessary and repeatedly. There was that mechanical stress when closing the lid, chemical attack by not wiping off chemical substances (detergent, chemicals, etc.) Dropped on the lid, and stress corrosion cracking (solvent cracking) due to their combination. There was stress caused by tucking something between the lid and the reprocessing basin. There was something other than above factor. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the lid of the subject device was cracked. There was no leakage of liquid. The subject device was repaired on-site by the field service engineer. There was no report of patient injury associated with the event.